Event description:
The reporter stated that 10 humalog kwikpen needles were unusable due to product malfunction. The reporter indicated that the pens were not functioning properly, as the plunger would not depress, which prevented administration of the medication. The reporter noted that this issue has been occurring for approximatley three months and has reached out multiple times to the manufacturer for a solution but has not been successful. No adverse events were reported. Patient code: 4582. Device code: 2588, 1384. Reference report: mw5181356, mw5181357, mw5181358, mw5181359, mw5181360, mw5181361, mw5181362, mw5181364, mw5181365.